Manufacturer narrative:
The customer reported that their multigas unit is not populating readings. No harm or injury was reported.

Event description:
The customer reported that their multigas unit is not populating readings.